Event description:
It is reported that the pt underwent an articular surface exchange, as well as irrigation and debridement due to knee infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.